Manufacturer narrative:
The reported event of atrial far field over sensing and ventricular noise were confirmed by analysis. Final analysis found the sensing and noise were caused by external (non-device related) factors. The reported event of header anomaly was not confirmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the battery depleted prematurely. Interrogation revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. No high current drain sources were found. The battery analysis by the manufacturer found the battery was normal. The cause of premature battery depletion could not be determined.

Event description:
It was reported that implantable cardioverter defibrillator exhibited far field oversensing and noise that was oversensed by the device. Both sensing anomalies were unable to be reproduced in clinic. The physician alleged the source of the noise was an issue inside the header. The device was explanted and replaced. The patient was in stable condition.